Manufacturer narrative:
The complaint could not be confirmed. The device was not returned. Without the return of the device, the reported incident cannot be confirmed. Subsequently, any analysis to determine subcomponent failures or addressing corrective action cannot be initiated. However, using the information from the customer's report the most probable cause for this event is user error in disposal of the device. The most likely cause for the batteries exploding was cutting the battery cables. Cutting the wires can potentially cause them to short out spiking the current n the battery pack to a point that the pressure inside the battery quickly increases until it caused the battery to eject the anode (explode). The potential for the batteries to explode has been addressed in the IFU and in the risk assessment for this product. The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings.

Event description:
It was reported that at the end of the surgery, there were two explosions of the device. The device became hot and exploded. Additional information obtained indicated that the customer stated that the battery pack cable was cut on the reported device. There was no patient or use harm associated with this report. The device was located near the surgery room, but outside of the surgical field at the time of the explosion. As the issue occurred after surgery, there was no impact to the surgical procedure.